Manufacturer narrative:
Device was used for treatment, not diagnosis. Behrendt, p. Et al. (2017) angular stable carbon reinforced polymer composite plate for supplying a distal radius fracture. Accident surgeon. 120(2):139-146. This report is for unknown screws, quantity (2), unknown lot. UDI: unknown part number, UDI is unavailable the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article, behrendt, p. Et al. (2017) angular stable carbon reinforced polymer composite plate for supplying a distal radius fracture. Accident surgeon. 120(2):139-146. In this prospective clinical study, 26 patients with a distal radius fracture were included. Twelve (12) were treated with an angle-stable (polyaxial) titanium plate (depuy synthes) and 14 were treated with an angle-stable (monoaxial) polyetheretherketone (peek) plate (icotec). During the operation, 2 screw heads were damaged during fixation, so removal of the screws was necessary. In the peek group, there was no form of material breakage, no revision was necessary due to screw failure or stretching tendon irritation. This is report 1 of 1 for (B)(4). This report is for an unknown screw, depuy synthes.